Event description:
The doctor reported that the tissue expander started leaking from a seam upon initial fill with saline.

Manufacturer narrative:
The product returned to pmt corporation was visually inspected. It is noted that saline was still present in the tissue expander upon receipt of the reported tissue expander. The product was then functionally inspected by filling the expander with approximately 1000cc of air and submerged and pressurized under water., to detect any leakage (air bubbles) from the expander. No leakage was found. The product performed as intended.